Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. Additional information added to field: d8, h3, and h6. Corrected fields: d9. The device was returned for evaluation and the customer's reported issue was confirmed. The device history record was unable to be reviewed for this device since a valid serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the damage was thermally or mechanically induced. It is not possible to say whether there was prior damage/wear to the insulating insert, whether the damage was triggered during the last preparation of the instrument or during the last procedure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the resection sheath had a broken ceramic tip. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.